Event description:
It was reported that during an unknown procedure, malformed and unformed clips came out after several firings. Changed to another one but still had the same issue. Changed to other product to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device,1 clip was conforming and the remaining 7 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. No incident related to the reported event was observed during the batch record review.